Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure stent dislodgement occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the common iliac artery. A express-b-I ld, pmtd, 10.0x60x75cm was advanced to treat the lesion; however, once in the iliac artery, the physician decided the stent was going to be too long for the lesion. The physician then pushed the sheath over the stent delivery system (sds) prior to withdrawal, however this pushed the stent off the sds. The stent dislodged in the aorta. The sds was removed and exchanged for an unspecified smaller coronary balloon that was able to be threaded inside the dislodged stent and used to "blow the stent up". The balloon was exchanged for a larger 8mm and 12mm balloons that were used to "blow the stent up larger" inside the aorta. The procedure was completed with a different device. No additional patient complications were reported and the patient's status is ok.